Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported that during use on a patient, the intra-aortic balloon pump (iabp) was inflating twice for each trigger. Customer states the balloon size may have been undersized and it was placed low once viewed under x-ray. The patient heart beat was irregular.